Event description:
It was reported that the patient with this implantable pacemaker had a dilated pocket during the device replacement. A hematoma occurred and the physician performed an irrigation when the pocket was reopened. To date, this device remains in service. No additional adverse patient effects were reported. Additional information indicated that the patient had an infection after hematoma removal. Subsequently, this device was explanted.

Event description:
It was reported that the patient with this implantable pacemaker had a dilated pocket during the device replacement. A hematoma occurred and the physician performed an irrigation when the pocket was reopened. To date, this device remains in service. No additional adverse patient effects were reported.